Event description:
Screw on zimmer alignment guide snapped off while being used on a patient. Screw end fell to or floor-remainder of screw remained in the guide.======================manufacturer response for alignment guide, alignment guide (per site reporter).======================they were present during procedure and wanted to take the defective device with them. The rn told them no.